Event description:
Boston scientific received information that an insulation break of around 3 centimeters (cm) was observed on the right ventricular (rv) lead during a device replacement procedure. A lead conductor fracture was also suspected. Additionally, the noise on the competitor's right atrial (ra) lead caused irregular rhythm or mode switch. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.